Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted at a depth of 2 millimeter's (mm) from the non-coronary cusp (ncc) and 1 mm from the left coronary cusp (lcc). After release of the valve from the delivery catheter system (dcs), the valve dislodged towards the aorta in that it was -7 mm from the ncc and -7 mm from the lcc. Subsequently, the physician decided to discontinue the procedure with the valve being in the ascending aorta, opting to proceed with valve explant and surgical valve implant the following day. Per the physician, the depth of valve implant contributed to the valve dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was bottom of pigtail at an intended implant depth of 3 millimeter (mm). A non-medtronic guidewire(safari) was used during implant. Per the physician, the patient's fibrotic valve contributed to the valve dislodgement. The following day the valve was explanted and a surgical aortic valve replacement was performed.